Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient has two stimulations. The one for neuropathy of the feet "quit" the day prior to the report and about an hour prior to the report and he stopped feeling the stimulation with the implantable neurostimulator for his feet. The one for his brain "quit" the day of the report and he stopped feeling stimulation with the implantable neurostimulator for his brain. The patient went to charge it and neither one would charge. The patient was unable to charge. There was a reposition antenna screen reported. Repositioning the antenna did not resolve the issue. The patient could not communicate with another external device, and the patient programmer showed a poor communication screen. The patient was redirected to his health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.